Manufacturer narrative:
(B)(4). Neither the complaint optiflow cannula nor the 900pt551 was provided and the pt101 airvo 2 humidifier was unable to be located. The investigation was conducted based on information provided by the hospital and knowledge of the devices design and manufacture involved. Without the complaint optiflow cannula or the used 900pt551 we are unable to confirm if there was a fault with these devices leading to disconnection between these two parts. It must be noted that the hospital informed us that "rn notes reflect the patient was restless and pulling on tubings". It is possible that the device was accidentally pulled or that the patient was trying to remove the device. The 900pt551 tube connects with the opt900 series cannulae. Cannulae interfaces may be connected and disconnected as needed when either changing interfaces for a patient or in between patients. During manufacture, samples of the hbt connector are verified with the opt series cannulae to ensure that the requirements for disconnection are met. In addition, all optiflow interfaces and heated breathing tubes are inspected during production for visual defects including cracks, tears, inclusions, discolouration,stretching or deformation. Any product that fails these inspections are disposed of. Based on information provided by the hospital, the airvo functioned as expected as they did not report the airvo as a device failure in the original complaint. The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that " the unit is not intended for life support." The airvo user manual warns the user: appropriate patient monitoring must be used at all times. Similarly, the optiflow nasal cannula user manual states that: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that a patient was being treated for pneumonia with nasal high flow oxygen (pt101 airvo 2 humidifier, opt944 nasal cannula, water chamber and 900pt551 breathing circuit). The patient was desaturating, so the fio2 was increased from 0.50 to 0.80. Half hour later, the nurse went back to the room to treat patient for shortness of breath. The oxygen from the flowmeter was increased further and the patient's spo2 improved. Some time later, the nurse went back to patient's bedside and found the patient without vital signs. When the respiratory therapist arrived in the patient room, patient was in pre-arrest so the therapist removed the optiflow cannula to facilitate bag/mask ventilation and noticed the cannula and circuit were not attached. The circuit was apparently under the bed linens so the disconnect was not noticed by the nurse. Patient did not survive the arrest. We were further informed that it is unclear if the patient was being monitored at the time of the incident.

Manufacturer narrative:
(B)(4). The hospital only sent back the pt101 airvo 2 humidifier for further investigation. The consumables, opt944 (nasal cannula) and 900pt551 (breathing circuit) have been discarded by the hospital.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) representative that a patient was being treated for pneumonia with nasal high flow oxygen (pt101 airvo 2 humidifier, opt944 nasal cannula, water chamber and 900pt551 breathing circuit). The patient was desaturating, so the fio2 was increased from 0.50 to 0.80. Half hour later, the nurse went back to the room to treat patient for shortness of breath. The oxygen from the flowmeter was increased further and the patient's spo2 improved. Some time later, the nurse went back to patient's bedside and found the patient without vital signs. When the respiratory therapist arrived in the patient room, patient was in pre-arrest so the therapist removed the optiflow cannula to facilitate bag/mask ventilation and noticed the cannula and circuit were not attached. The circuit was apparently under the bed linens so the disconnect was not noticed by the nurse. Patient did not survive the arrest. We were further informed that it is unclear if the patient was being monitored at the time of the incident.